Event description:
It was reported that during a procedure in which an eopa 3d arterial cannula was used for aortic cannulation and connected to the arterial line of the cardiopulmonary bypass circuit, a small jet of blood was observed coming from the wire-wound section of the cannula after cannulation. Minimal blood loss of less than 50 ml was reported. Bone wax was used to stop the jet of blood. There was no damage seen to cannula or packaging prior to the operation. The procedure was completed using the same cannula with no further issue, and no fluids or transfusion were required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.